Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation. Output was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event. The lead was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 693558, lead, implanted: (B)(6) 2011; 407645, lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced occasional diaphragmatic and extracardiac stimulation. Programmed output was decreased and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.